Event description:
Information was received from a consumer in regards to a patient who was being treated with lioresal intrathecal (140 mcg/day; concentration and lot # unknown). The patient's indication for use was intractable spasticity. Following a repositioning surgery, the patient developed an infection and was diagnosed with (B)(6). As a result, the pump was explanted on (B)(6) 2016. The onset of the symptoms was considered sudden and the infection symptoms experienced by the patient were reported as incision drainage beginning on (B)(6) 2016, then it "dried up. On (B)(6) 2016, it started "gushing greenish grey pus." The consumer questioned how long the patient would need to wait before another pump could be re-implanted.

Event description:
Additional information indicated that the pump was used to deliver lioresal (lot#c50093) 500mcg/ml with a start date of (B)(6) 2016. The patient¿s medical history included ms (multiple sclerosis) and paraplegia. A month and a half after the pump was secured (see mfg report 3004209178-2016-07707), the abdomen became infected and the pump was removed. The wound culture isolated 4+ staphylococcus aureaus, blood culture was negative. 2016-06-02 crts 3372101 iu (con): no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.